Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, the air/water (aw) cylinder was observed to be sticky. The service report technician indicated that the most probable cause of this condition could not be established. There was no patient involvement.